Manufacturer narrative:
The following sections have been added/updated/corrected: b4, d4, g3, g6, h2, h4, h6 and h10. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not confirmed through investigation and per imaging review. The presence of an slda as described in the complaint event was confirmed through imaging evaluation and available information. Potential contributing factors to the sldas are imaging issues (inaccurate view planes, inadequate image records-echo), procedural issues (inadequate leaflet grasping, mis-interpretation), and patient related issue (poor echo window) based on review of the images provided. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.

Manufacturer narrative:
Investigation and final MDR has been completed as part of the previously submitted MDR.

Event description:
Additional event information received stated that the patient underwent a surgical procedure with mitral and aortic valve replacement. After about 15 days the patient passed away due to sepsis.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision procedure in mitral position where during procedure a single leaflet device attachment (slda) occurred. As reported, there was extremely poor imaging due to challenging patient anatomy (esophagus and heart orientation). After many optimization of positions and clocking it was possible to capture both leaflets. Despite some stability check after release, the device detached from the pml. A second device was attempted to be implanted but it was finally bailed-out due to no safe capture. Starting and ending mr were noted as severe. No injury was done to the patient, but due to the poor status of the valve (leaflet tissue quality and anatomy) surgical replacement will be likely performed.